Manufacturer narrative:
An analysis of the retain sample lot 120716 showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.

Event description:
Compliant ID: (B)(6). A clinical study reported that after a surgery a patient experience elevated intraocular pressure (42mmhg in the right eye). Surgical date: (B)(6) 2022. Event start: (B)(6) 2022. Event end: (B)(6) 2022. Measures taken: drug therapy and non-drug therapy. Ae outcome: recovery. Surgical procedures: vitrectomy + vitreous puncture injection + retinal laser photocoagulation + complex. Retinal detachment repair with anterior membrane peeling + complex retinal detachment repair + internal pressure repair for retinal detachment (right eye).